Event description:
Hospital in another country reported to us that a leak had occurred from the water trap of the rt105.

Manufacturer narrative:
This is a malfunction that has been reported to MFR by a distributor in another country. The product is not sold in USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. As we were unable to get the sample back, we evaluated similar complaints and their investigations.